Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that the unit was not cutting well. The timing of the event occurred after surgery. Device was not brand new. No harm or adverse event recorded and no delay. Surgical technique was utilized. Attempts have been made, but no further event information available at the time of this report.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. It was noted that the device has not been regularly returned for annual pm. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device not returned.